Event description:
User received discrepant troponin t results for one pt sample. The initial baseline result was 0.108 ng/ml. Same sample was repeated next day which resulted at <0.010 ng/ml. The initial result was reported and user did not think pt was adversely affected. The field service rep was unable to determine a cause and could not duplicate the problem. Performance tests were performed and within specification.